Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxilary drawer 4.1-4.2 was not detected on bus. A field service engineer had found the controller board to be non-functional, powered off the device, replaced the controller board, and restarted the device to resolve the issue. After the replacement, the drawer was detected. To test the repair, a field service engineer had verified the functionality in the medication application, and the escort had successfully performed an inventory count and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary b12b drawer was failed, customer tried rebooting and recover storage multiple time, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.